Manufacturer narrative:
(B)(4).

Event description:
An inpact admiral drug eluting balloon was being used in an animal trial (B)(6). No abnormality noted during preparation and inspection of the device prior to use. The right femoral vein was being treated; the distal balloon was placed at the venous plexus. It was reported that there was minimal tortuosity and no calcification present. There was no resistance at the time of balloon insertion and no friction with the gw, but some friction was noted with the introducer sheath (cordis 8f). No difficulties encountered during delivery of the device to / across the lesion site. During the procedure, it was reported that the balloon of the inpact admiral burst on the first inflation at 12 atms (target pressure was 14atm but was not achieved). Routine treatment of the left vein. The right side, 3rd balloon ruptured at approximately 12 atm during inflation for an unknown reason. Contrast was observed in the area of the proximal balloon. Angiogram showed good flow and patency of both vessels. Routine closure.

Manufacturer narrative:
Evaluation codes conclusion: manufacturing deficiency - balloon proximal welding failure.

Manufacturer narrative:
Evaluation summary: the balloon was cut 2 cm below the proximal balloon welding and sent back in a vial. A visual inspection was performed on the balloon. It was found covered both inside and outside by blood, but at a first visual inspection no issues were found. It was possible to insert a 0,035¿¿ guide wire without any resistance through the guide wire lumen, but it was extracted to proceed with the analysis on the balloon. A mandrel was inserted through the tip tube to block the flow from the guide wire lumen and a tuohy burst was connected to the cut part of the shaft. Negative pressure was applied and a leak was detected, since the air bubbles doesn¿t stop to flow. When positive pressure was applied the proximal balloon welding was found leaky from the proximal balloon welding. The welding failure was analysed under a microscope and measured. It looks like a little burst/pinhole, directed from inside towards outside. It was measured and its dimensions were approximately 0 ,3 mm x 0,4 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.